Event description:
It has been reported to philips that system was not booting up. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon functional testing found that, the issue with software. Fse reloaded the software, performed system configuration, and created system backup. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.